Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a lesion. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed with another stent of the same size and brand. No patient injury reported.

Manufacturer narrative:
Results: limited information, root cause undetermined, device not back for evaluation, no device returned, stent deformation. Conclusion: limited information, root cause undetermined, device not back for evaluation, no device returned, stent deformation. (B)(4).

Manufacturer narrative:
Results: deformation problem - stent deformation.

Event description:
Evaluation summary: the device was returned to medtronic for evaluation. A number of struts on the 16th, 17th and 18th distal segments were raised and deformed.